Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the switch latch actuator came off the latch assembly, causing the unit not to power on. The customer received a replacement device.

Event description:
It was reported that the device will not power on. There were no reports of patient use associated with the reported failure.